Event description:
It was reported that the customer experienced low blood glucose of 4.8mmol/l for four days, and he was treated with food. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. It was stated that the insulin pump was not exposed to a high magnetic field. It was mentioned that the customer needed a medical attention on (B)(6) 2012 and again on the (B)(6). It was stated that the bolus amount was higher in these two days more than the previous days, but the caller stated that the customer did not consume more food during this time. Troubleshooting was performed, and the caller stated that the screen was scratched deeply and wide enough to make it difficult to read. A follow up was conducted and the customer stated that the paramedics were called due to his low blood glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with scratched lcd window. The unit was programmed with multiple boluses and basal rates and all registered properly in the daily totals, also it matched properly with the units left on the status screen noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.